Event description:
Plaintiff alleges suffering physical injury and damages, including a severe latex allergy from her repeated exposure to latex gloves. Further alleges experiencing physical injuries, pain and suffering, embarrassment, humiliation, loss of enjoyment of life, lost past wages, lost future earnings, lost earning capacity, medical expenses, future medical expenses, fright and apprehension, emotional distress, inconvenience and other incidental and consequential damages. Plaintiff's husband alleges loss of consortium of his wife.